Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the ilet displayed an insulin occlusion alert. The customer did not change the infusion set site. The customer's blood glucose was not affected. There were no other adverse outcomes.